Event description:
The customer contacted baxter's technical service center regarding an unrelated issue. The home patient (hp) said he became disconnected earlier in therapy and fluid leaked out. The baxter technical service representative (tsr) helped the caller to end therapy. The tsr told the caller to call the registered nurse (rn) regarding reconnecting. Product surveillance contacted the home patient on (B)(6) 2012 in regards to a use error - reuse of single-use product and the hp said he was not sure how he had become disconnected that morning. He woke up and his patient line was disconnected from the transfer set. He said his sheets were soaking wet and he did not notice anything unusual with any of the supplies he had hooked up. He did not have a sample or lot number available. He said we was in the hospital currently because he had some symptoms of peritonitis like pain. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the reported issue. The following information was reported. The pdrn confirmed on (B)(6) 2012, the patient's transfer set disconnected from the patient line and the patient reconnected. She stated the patient acquired peritonitis manifested by pain as a result of the disconnection and reconnection. On an unreported date, the patient was hospitalized for the event. Treatment rendered included unspecified antibiotic therapy and the transfer set was changed. The nurse stated she has not spoken with the patient for the past couple of days but she believes the patient remains hospitalized at this time. The patient has not yet been retrained on aseptic technique but the nurse plans to see the patient in the clinic when he is released from the hospital. Pd therapy was ongoing. Outcome of this peritonitis event was unknown. The nurse stated the event of peritonitis was unrelated to any baxter products. She does not believe there were any issues with the patient's disposables that would have caused or contributed to the disconnection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak. Complaint is not confirmed because disposable set was not returned to baxter, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported issue. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.